Manufacturer narrative:
This product is available for testing and evaluation but has not yet been rec'd by the MFR. Additional details regarding this event have been requested and will be submitted within days upon receipt.

Event description:
The stent separated from the balloon, and remained wedged unopened in the left main coronary artery. The pt had urgent bypass surgery.